Manufacturer narrative:
(B)(4). Batch # t9352w. Attempts are being made to obtain the following information: was there any change to the procedure (since you reported in follow-up email that an open clip applier was used to repair the artery)? How was patient's blood loss addressed during the patient's anterior cervical diskectomy procedure? Please confirm the amount of blood loss that occurred during this procedure. Is 2400 ml of blood loss correct? Were any blood products administered to the patient due to the "2400 ml" of blood loss? Was there any change to the procedure due to the amount of blood loss that occurred? How was an open clip applier used to repair the vessel? Was the procedure converted to an open procedure to repair the vessel? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the analysis results found that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior cervical discectomy and fusion, the surgeon nicked the vertebral artery and the or staff grabbed an el5ml. The clips did not fire appropriately. The clips were not closing properly or were crossing over each other (malformed and scissored clips). An open type clip applier was used to repair artery. The patient ended up losing 2,400 milliliters of blood, no transfusion was mentioned. It was reported there was no patient consequence and no change to post-op care of patient.